Manufacturer narrative:
(B)(4) ¿ as the serial number is unknown, no product history review will be performed. (B)(4) ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. As the device remains implanted, no product analysis could be performed, and a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment for a aortic arch aneurysm using conformable gore® tag®thoracic endoprosthesis (ctag). A ctag was used on the proximal side, and a non-gore stent graft was used on the distal side. On an unknown date, a proximal type I endoleak from the lesser curvature side was confirmed. On (B)(6) 2023, an additional ctag was placed from zone 0 for the proximal type I endoleak. Blood flow in the brachiocephalic artery and left common carotid artery was preserved using the ribs (retrograde in situ branch surgery) technique. Endoleak disappeared in the final angiography. The physician stated that a previously placed non-gore stent graft was positioned to interfere with ctag on the proximal side. Additional information on the nature of the non -gore device's interference was requested, however this information was not available.